Event description:
It was reported that the pt was not receiving drug to cerebrospinal fluid (csf). Incision discovered broken connector pin and disconnected catheter. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).